Event description:
It was reported by the customer that in the oncology department of facility there have been 4 cases of catheter blockage in less than a week after the recent batch of catheters, and there is no problem with the maintenance method after following the stage, and there has been no frequent blockage before. Devices used on the patient. No injury reported. It was reported this occurred with four devices. This report addresses the fourth device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation